Event description:
A pt reported that there was no power to the meter. The issue was not resolved with troubleshooting. Pt was feeling shaky. The meter allegedly was also reading inaccurately low prior to the power issue. Pt got a reading of 21 mg/dl on the meter. Pt was taken to the ER. Unknow what the ER meter reading was. Also unknow what treatment given. Pt's test strips were expired which would have given an inaccurate low results.